Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, and patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation (discarded). If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that cardiac perforation and pericardial effusion (pe) occurred. It was reported that versacross connect laac access solution was selected for procedure performed using transesophageal echocardiogram (tee) guidance and versacross connect (vcc) for transseptal puncture (tsp). Following femoral vein access, the vcc radiofrequency (rf) wire was advanced to the superior vena cava (svc) and retracted. Initial tenting could not be confirmed; although fluoroscopy suggested left atrial access, the vcc wire position could not be confirmed on tee and was withdrawn. During manipulation, the wire briefly extended and exhibited resistance. The wire was re-advanced to the svc and repositioned to the fossa ovalis (fo). Tenting was confirmed, rf energization was applied, and tsp was completed. A 27mm watchman flx pro closure device and delivery system (wds) was advanced. During multiple deployment attempts (six partial recaptures and one full recapture), the patient's blood pressure decreased to the 60 to 70mmhg range, and a slight increase in pericardial fluid was observed around the laa. Tee confirmed pericardial fluid accumulation at the cardiac apex. Due to hemodynamic instability, pericardiocentesis was performed and pericardial fluid was aspirated with exact amount unknown, and the patient's blood pressure improved to the 100mmhg range. The wds device was downsized to 24mm wds which was deployed and implanted. The procedure was concluded. A pericardial drain was connected, and the patient was transferred to the intensive care unit (ICU) for monitoring. In the physician's opinion, the possible migration into the pericardial cavity via a patent foramen ovale (pfo) may have occurred, however the exact cardiac perforation site was not identified as the patient did not require surgery for the event, but it was reported the perforation was not located in the laa. Procedure was completed with another same device. It was further reported there was a small pe of unknown location and cause noted on imaging before the procedure, and it worsened as a result of the procedure as cardiac tamponade occurred as a result. The color of blood removed during the pericardiocentesis was dark red. When the physician said 'the possible migration into the pericardial cavity via a pfo' occurred, the physician was referring to the versacross radiofrequency wire.

Event description:
It was reported that cardiac perforation and pericardial effusion (pe) occurred. It was reported that versacross connect laac access solution was selected for procedure performed using transesophageal echocardiogram (tee) guidance and versacross connect (vcc) for transseptal puncture (tsp). Following femoral vein access, the vcc radiofrequency (rf) wire was advanced to the superior vena cava (svc) and retracted. Initial tenting could not be confirmed; although fluoroscopy suggested left atrial access, the vcc wire position could not be confirmed on tee and was withdrawn. During manipulation, the wire briefly extended and exhibited resistance. The wire was re-advanced to the svc and repositioned to the fossa ovalis (fo). Tenting was confirmed, rf energization was applied, and tsp was completed. A 27mm watchman flx pro closure device and delivery system (wds) was advanced. During multiple deployment attempts (six partial recaptures and one full recapture), the patient's blood pressure decreased to the 60 to 70mmhg range, and a slight increase in pericardial fluid was observed around the laa. Tee confirmed pericardial fluid accumulation at the cardiac apex. Due to hemodynamic instability, pericardiocentesis was performed and pericardial fluid was aspirated with exact amount unknown, and the patient's blood pressure improved to the 100mmhg range. The wds device was downsized to 24mm wds which was deployed and implanted. The procedure was concluded. A pericardial drain was connected, and the patient was transferred to the intensive care unit (ICU) for monitoring. In the physician's opinion, the possible migration into the pericardial cavity via a patent foramen ovale (pfo) may have occurred, however the exact cardiac perforation site was not identified as the patient did not require surgery for the event, but it was reported the perforation was not located in the laa. Procedure was completed with another same device. It was further reported there was a small pe of unknown location and cause noted on imaging before the procedure, and it worsened as a result of the procedure as cardiac tamponade occurred as a result. The color of blood removed during the pericardiocentesis was dark red. When the physician said 'the possible migration into the pericardial cavity via a pfo' occurred, the physician was referring to the versacross radiofrequency wire.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion, cardiac tamponade, cardiac trauma and hypotension are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion, cardiac tamponade, cardiac trauma and hypotension is a known inherent risk of the versacross connect laac access solution device. Pericardial effusion, cardiac tamponade, cardiac trauma and hypotension is an expected procedural complication addressed within the IFU for the versacross connect laac access solution.

Event description:
It was reported that cardiac perforation and pericardial effusion (pe) occurred. It was reported that versacross connect laac access solution was selected for procedure performed using transesophageal echocardiogram (tee) guidance and versacross connect (vcc) for transseptal puncture (tsp). Following femoral vein access, the vcc radiofrequency (rf) wire was advanced to the superior vena cava (svc) and retracted. Initial tenting could not be confirmed; although fluoroscopy suggested left atrial access, the vcc wire position could not be confirmed on tee and was withdrawn. During manipulation, the wire briefly extended and exhibited resistance. The wire was re-advanced to the svc and repositioned to the fossa ovalis (fo). Tenting was confirmed, rf energization was applied, and tsp was completed. A 27mm watchman flx pro closure device and delivery system (wds) was advanced. During multiple deployment attempts (six partial recaptures and one full recapture), the patient's blood pressure decreased to the 60 to 70mmhg range, and a slight increase in pericardial fluid was observed around the laa. Tee confirmed pericardial fluid accumulation at the cardiac apex. Due to hemodynamic instability, pericardiocentesis was performed and pericardial fluid was aspirated with exact amount unknown, and the patient's blood pressure improved to the 100mmhg range. The wds device was downsized to 24mm wds which was deployed and implanted. The procedure was concluded. A pericardial drain was connected, and the patient was transferred to the intensive care unit (ICU) for monitoring. In the physician's opinion, the possible migration into the pericardial cavity via a patent foramen ovale (pfo) may have occurred, however the exact cardiac perforation site was not identified as the patient did not require surgery for the event, but it was reported the perforation was not located in the laa. Procedure was completed with another same device.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (discarded). If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.